Manufacturer narrative:
Evaluation could not be performed. Device not returned to howmedica ruthrford.

Event description:
The tibial insert toggled in the baseplate. This insert remains implanted. There was no adverse consequence for the pt.